Manufacturer narrative:
The customer declined to have the service rep fix the system. No further info is available.

Event description:
The fe reported the system was unable to make exposures above 60 kvp. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.